Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced two adhesive-related issues on (B)(6) 2026. The infusion set first fell off during bathing, after which the user removed it and applied a new one. The following day, while the patient was in the pool, the catheter adhesive came loose again. The patient replaced the infusion sets and successfully resumed insulin delivery. No further information available.